Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with intraperitoneal unspecified antibiotics (doses, duration and frequencies not reported) in bags for peritonitis. The patient reported they were going to ¿admit in hospital tomorrow¿ and will be switched to temporal hemodialysis. At the time of this report the patient outcome was not reported. No additional information is available.